Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump was over delivering insulin for over a week. Customer experienced a low blood glucose. Customer stated that they treated their low blood glucose with food. Troubleshooting was performed. Customer was advised the reservoir showed the same amount of insulin as shown on the status screen. Customer advised they do not use the auto mode feature. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.